Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was removed due to the patient feeling unwell. According to the report, intracranial pressure was increasing. Reportedly, the device was replaced.

Manufacturer narrative:
Approximately 8 cm of the catheter was returned. Proteinaceous debris was observed on the exterior of the catheter. The returned catheter was patent and met the requirements for leak testing. A review of the manufacturing and sterilization records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.